Manufacturer narrative:
An event of "complications while the 14f amplatzer torqvue 45x45 delivery sheath was in the left atrium" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left atrial appendage closure procedure, the 14f amplatzer torqvue 45x45 delivery sheath (tv45x45) was placed in the left atrial appendage for device implantation. When the dilator was removed, absence of blood backflow was observed. Manual aspiration through the introducer was unsuccessful. The patient's blood pressure dropped and CPR was started immediately. The suspected cause of the patient's drop in blood pressure remains unknown. Rca was performed and after pci the coronary flow was restored. Blood pressure normalized and the patient recovered and is in good condition. The left atrial appendage was not closed. Per the user, the 14f tv45x45 sheath was not related or the cause of this event. Patient identifier, age, weight and gender is protected under local privacy laws, and therefore is not recorded.